Manufacturer narrative:
This device is used for treatment not diagnosis. The screw is broken at the tip. Visual examination is consistent with the complaint. All measurements that could be taken met specification. All relevant features could not be checked and there were no issues found during dimensional analysis on features that could be inspected.

Event description:
Surgeon performed an intermaxillary fixation following an enucleation of a mandibular cyst with bone graft. While inserting the final 2.0mm screw, the screw broke leaving 5mm of the threaded portion of the screw in the lower left mandible. The remaining portion was retrieved. Subsequently, the surgeon completed the procedure without further issue.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.